Event description:
It is reported that the devices were implanted in 2007 and revised in 2009, due to the stem breaking at the shaft interface and sepsis.

Manufacturer narrative:
This report will be amended when our investigation is complete.